Event description:
The customer reported that the system monitor went black during a cine run. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive board, cine bridge, and the image processor board were replaced during the service call. The system was tested and found to be working as intended and put back into service.